Event description:
Event description boston scientific received information that the patient with this pacemaker experienced a syncopal episode and sustained a fall. A holter study revealed two pacing pauses which were the result of a threshold test being performed while the holter was collecting data. However, the cause of the syncopal event is unknown at this time. Device testing noted normal sensing and pacing and an x-ray was unremarkable for any lead anomalies. The physician will continue to perform regular device follow ups.